Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product package found that the box exhibits some transit damage in the front and bottom and the outer cavity is cracked on one end. Device history record was reviewed and no discrepancies were found. The root cause of the product damage appears to be transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that there was damage to the inner packaging of the device.